Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was provided by the customer on 01mar2021. There was no leaking of the device and the device was not in use while the problems were occurring.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 8 years have passed since the subject device was manufactured. Based on the results of the investigation, it is likely the lid was contacted with a scope or a hard object caused by the user handling, or the lid cracked due to age deterioration. The following is included in the instructions for use and can detect the defect, "chapter 3 inspection before use, 3.2 inspecting the lid and lid packing: before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out." Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and service the device. The fse found the water supply was very weak (<10 psi). Clogged water filters caused the e01 error and the lack of water flow to mix the chemical caused the e73 error. The unit also had a cracked lid and printer cover. All external and internal water filters were replaced, the cracked lid and printer cover was replaced, and the unit was tested and run successfully. The equipment was repaired and verified according to the original equipment manufacturer's instructions. The unit was noted to be installed on (B)(6) 2020. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the endoscope reprocessor is having intermittent issues with the "no detergent" error even though the detergent did not run out. The customer reported priming the detergent line fixed the issue for awhile then it would occur again. The customer also reported errors e01 "filling the basin with water took too long (water supply time is beyond the maximum setting)," e73 "water supply abnormality during preparation of disinfectant," and a "no incoming water" error even though there is water coming in. The customer also reported the tub fluid sensor covers are cracked. As reported by the customer, there was no death, injury, or infection due to this occurrence.